Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully resolved the issue without a recurrence. The customer was advised to contact support again if the malfunction reappeared, and they acknowledged this guidance.